Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had damage. Customer was in a car accident where he was the driver. Customer was hospitalized due to high blood glucose 31.0mmol/l and the accident. Customer stated the device possibly shattered into different pieces it was lost in the accident. Customer was not wearing the device when he arrived to the hospital. No further information reported.